Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec w/respect to the reported door issue, which was confirmed. Eval reproduced the reported symptom of did not recognize a closed door after loading a tube and closing the door cause by a loose upper link screw. The screws were replaced.

Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported there was no pt injury.